Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unused/sterile 3.5x20mm nc trek balloon dilation catheter (bdc) was found in an opened chipboard box for a 2.75x12mm nc trek. Per the cath lab, it is unknown if the 3.5x20mm nc trek bdc was found in a 2.75x12mm nc trek bdc chipboard box initially or if it was inadvertently placed in the wrong chipboard box after being pulled for a previously procedure but not used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.